Manufacturer narrative:
Suspected device evaluated by ok biotech and calculated that the meter operated within specifications. The standby current test is 1.6ua. The criteria is <55ua. Pass. Meter setting, audio and all buttons function are ok. Tested the suspected meter with in house control solution and in house strips (strip lot number: d160526-1). The control solution tests for level low are 63/65 mg/dl, for level high are 285/279 mg/dl. The request control solution ranges are: level low 30~80 mg/dl; level high 190~290 mg/dl. All results were within the acceptance range. Pass.

Event description:
It was reported that medical attention was sought on (B)(6) 2016 at 7:30am due to the end user receiving inconsistent blood glucose results from the prodigy diabetes meter. The end user received a reading of 98 mg/dl and became alarmed. She visited her pcp and upon arrival her blood glucose was 135 mg/dl. No treatment was administered and she was instructed to decrease her insulin to 20 units per day. No further information was provided.